Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the impactor was dropped when being put back in the instrument tray and pad fractured into two pieces. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Reported event is considered confirmed as the returned product was fractured at the corner. DHR was reviewed and no discrepancies relevant to the reported event were found. Visual examination showed a fractured corner and signs of repeated use. The root cause is that the sales rep accidentally dropped the instrument. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.